Event description:
Info was received that the pt had a chest x-ray and the doctor was called to be aware of the pt's lead dislodgement. The pt was sent to surgery for the lead removal and the ra and rv leads were replaced.